Event description:
Treatment of an avm. It was reported during onyx injection, the physician noticed a piece of onyx went to a different site. The catheter was withdrawn from the pt and a hole was found proximally of the catheter. The pt was reported as injured. Same event as MDR# 2029214-2010-00241.

Manufacturer narrative:
The catheter has been returned and evaluated. The catheter's tip and marker band was found missing. A rupture was found at approx 12.5 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. The separation occurred as a result of excessive tensile forces applied during catheter removal. Results: catheter rupture/separation. (B)(4).